Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was unknown. Customer did not experience any symptoms for high blood glucose event. Customer was treated with insulin for high blood glucose level. Customer declined troubleshooting. Customer reported that they did not contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the insulin pump was not alleging under delivering. Customer stated that the insulin pump stopped working for some reason. The customer also stated that the needle was broken and out of box packaging. The insulin pump will not be returned for analysis.